Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issues. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.